Event description:
The cousin of a (B)(6) female pt called zoll customer support to report that the pt had passed away while wearing the lifevest. The pt had been home alone earlier that day. By the time paramedics had arrived, the pt had already passed away and was unable to be revived.

Manufacturer narrative:
Device eval summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned to zoll for full eval. A death analysis has been completed based on device download data. The (B)(6) female pt received 5 appropriate treatments, 2 inappropriate treatments, and 2 unk treatments. The 5 appropriate treatments occurred during episodes of vt/vf within a single 24-hour period. Only the first arrhythmia was converted. The two inappropriate treatments were due to runs of nsvt. The pt was able to use the response buttons intermittently throughout the event. The two unk treatments were truncated and the ecgs are not visible at this time. The pt later passed away at home. There were no alleged equipment deficiencies associated with the event. Device manufacture date: monitor sn (B)(4) manufactured (B)(6) 2010. Electrode belt sn (B)(4) manufactured 08/2010. Eval (method): device download data was reviewed, as equipment has not been returned to zoll.